Event description:
The device measured high lead impedance and threshold values likely due to subclavicular crush. The lead is going to be explanted, but currently remains implanted. On (B)(6) 2012, as of today, this device still remains implanted according to available info.